Event description:
It was initially reported that the catheter might have malfunctioned. The patient had visited the emergency room due to pain in both legs. The pain increased in the left leg when the incision site on the patient's lower back was touched. A bump on the incision site was also sore. The patient noted no relief from the available pump boluses. However, the patient received a shot for pain when in the emergency room which gave some relief and more so than the pump itself in the time it had been implanted. The patient had contacted their managing physician's office but had not been able to see the physician in a timely manner. No alarms were reported. It was later reported that this patient had expressed concern to the physician since (B)(6). The patient reported that they were hospitalized on (B)(6) 2013 due to a fall. In addition, a dye study was completed at some point and the physician had thought there were some possible areas of leakage, a possible break in the catheter's distal segment. Lastly, a volume discrepancy was also reported and catheter revision was planned. The patient experienced undefined under dose symptoms, however, no patient injuries were reported. This device system was used to deliver dilaudid and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID, 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).